Event description:
Customer reported the mouse broke. System does not have a keyboard, so the system is non-functional without the mouse.

Manufacturer narrative:
Service rep inspected unit found connector broken on mouse. Part ordered and replaced. System back in service.